Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device was performing exactly as described in the allegation. The device was visually inspected, and it was found that the device did not pass visual inspection. The labeling showed unusual wear which was likely related to aggressive detergent used during reprocessing. It was observed that the device was starting on its own when the mode switch was turned to forward or reverse in low revolutions, then with the handswitch full speed triggered. It was further determined that the power testing could be performed as the motor was running well; however, the electronic control unit (ecu) was severely damaged, it was covered with foreign substance. It was observed that the short circuit behavior could also be reproduced by using the foot pedal. It was noted that when changing directions, the device worked as specified. It was further determined that the device failed pretest for marking and labeling, check function with test hand switch and check for unintended motion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to environment, which is improper reprocessing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: hand switch device, (B)(6) 2020. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the electric pen drive device suddenly started working by itself even though the surgeon did not touch it. It was further reported that the rotational speed was low when the device worked by itself, and when the surgeon triggered the hand switch device, the rotational speed was high. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.